Manufacturer narrative:
Epithelial ingrowth. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in left eye 2 weeks after treatment. Treatment date (B)(6) 2015. It was stated that the patient had loss of best corrected visual acuity (bcva) equal to one line. The patient had no complaints. Patient reported symptoms are not interfering with daily activities. It was reported patient had a flap lift and rinse. Bcva from (B)(6) 2006. Right eye pre-op 20/15, -3.50 x -1.00 x 23. Left eye pre-op 20/15, -3.75 x -1.25 x 175. Bcva from (B)(6) 2014. Right eye post op 20/20, -.50 x -.25 x 0. Left eye post op 20/20, -.75 x -.25 x 0.